Manufacturer narrative:
Additional devices: excluder components, amplatz wires, lunderquist wires, coda balloon, dryseal sheathsh.6. Results code 1: 213 a review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The device sealed proximally, distally and in overlap areas at the end of the procedure. On (B)(6) 2018 the patient had a reintervention for a distal type I endoleak, whereby an additional gore® excluder® aaa endoprosthesis was implanted.